Event description:
A surgeon reported that during a cataract surgery when the viscoelastic was being aspired the tubing of the cassette or the handpiece clogged. No pt impact reported. No add'l info is expected. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No add'l info from the reporter is expected. (B)(4).